Event description:
The customer stated that he tested his blood glucose using his contour meter and 2 other meters. The contour read 270 mg/dl, while the other meters read in the 100's (mg/dl). If the other meters read between 100-130 mg/dl, the difference between readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.